Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred. Reportedly, the cartridges were filled with 500 units. Additionally, it was reported that the customer had multiple "defective cartridges". The customer did not remember if a message or notification occurred. A new cartridge was successfully loaded to address the event. The customer's blood glucose level ranged from 60 mg/dl to 360 mg/dl.